Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test also, alarmed during prime test due to faulty force sensor resistor; unable to perform occlusion and excessive no delivery tests due to a33 alarm. However, the motor was tested outside the device and passed motor test. The insulin pump passed a21 test and all operating currents were within the specification. No unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump alarmed motor error, a compromised force sensor system alarm, and that insulin was squirting out during manual prime. The blood glucose level was 173 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.